Manufacturer narrative:
A getinge service territory manager (stm) contacted the customer's biomed who indicated that the console was sitting inside the hospital cart, however dislodged, thus not charging the iabp unit. The biomed secured the console in the hospital cart and physically observed the iabp unit was charging without issue. The stm arrived at the customer's site at a later date to perform preventative maintenance (pm) on the iabp unit involved. The stm observed that the batteries were fully charged and the ibp unit passed the battery runtime test without issue additionally, the stm identified nothing unusual in the logs. The stm completed pm service and the iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was observed to be unable to charge and the batteries were depleted. The iabp unit was turned over to the customer's biomed. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was observed to be unable to charge and the batteries were depleted. The iabp unit was turned over to the customer's biomed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.